Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic showed ¿controller failure¿ alarm twice. They successfully switched to a new console. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported controller failure (red alarm) issue has been completed. The product was returned, and the controller failure (red alarm) issue was not confirmed. Console logs from the reported day of event show multiple controller failure (red) alarms, of varying causes, which occurred between (B)(6) 2022 (case start) and (B)(6) 2022 (case end): ¿adjust lv signal¿ (#437), ¿impella position in aorta¿ (#128), ¿enter cardiac output¿ (#438), ¿placement monitoring disabled¿ (#140), ¿purge pressure high¿ (#408), ¿purge system blocked¿ (# 409), ¿purge disk not detected¿ (#402), and ¿impella in ventricle¿ (#139). There were also several controller error (yellow) alarms, most notably ¿placement signal not reliable / opm signal invalid¿ (#1036)¿ and ¿optical bench communication crc invalid¿ (#1045). Most likely these were the alarms the staff complained about, due to the prevalence of optical signal issues (multiple events 1036 without alarms) throughout the case (as evidenced by imc and rtlog data). These optical signal issues associated with alarms # 1036 and # 1045 were identified as "transient loss of optical data". This known pattern failure is caused by a temporary loss of optical placement signal. No deficiencies of optical system were discovered during testing, and optical bench 5s parameters were within specification. Per the results of the clinical review and investigation: the root cause was not determined because issue could not be reproduced. This report is being filed as part of a retrospective review of historical records.